Event description:
Event description guidant received information that this transvenous defibrillation lead was surgically capped and abandoned due to clavicular crush. It was reported that this lead could not provide pacing support, suggesting the lead had fractured. No symptoms were reported. The physician attempted to implant a similar guidant lead, but the coils separated due to tight anatomy. The physician elected to remove this lead, and implanted a single coil defibrillation lead without reported complication.